Manufacturer narrative:
A user reported an issue to the FDA on (B)(6) 2020. The user stated that the patient developed an infection after using two bone allografts which resulted in the removal of two implants and one healthy tooth. The user did not provide the material and lot numbers of the implants. The user did not return the products and did not indicate if the products are available for return.

Event description:
A user reported an issue to the FDA on (B)(6) 2020. The user stated that the patient developed an infection after using two bone allografts which resulted in the removal of two implants and one healthy tooth. The user did not provide the material and lot numbers of the implants. The user did not return the products and did not indicate if the products are available for return.